Event description:
It was reported that increased pacing lead impedance was observed through remote monitoring. The lead was capped and replaced. The procedure was successfully completed with no adverse events to the patient.

Event description:
New information received noted that the impedance issue was observed on (B)(6) 2017, and then the lead procedure occurred on (B)(6) 2017.